Event description:
The following was reported to hamilton medical ag: while performing the voltage test on pins, it was found that p17 was not in range. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: it was reported "control board malfunction." "Performed voltage test on pins and found p17 not in range." No other information or device logs were provided with this complaint. No patient involvement. This issue occurred during a voltage test. Hamilton medical ag was informed that a control board shipped to the customer. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.